Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported experiencing dizzy spells and pre-seizer like conditions and was recently admitted to the hospital on two separate occasions for collapsing. A review of their system noted t-wave and p-wave oversensing as well as oversensing of noise on the right ventricular (rv) channel. These episodes of oversensing led to pacing inhibition with varying periods of asystole lasting up to two seconds. A pacing impedance drop from 500 to 283 ohms was also observed. Testing of the system was able to reproduce noise on the rv channel. The physician suspected there may have been an insulation abrasion of the rv lead. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.